Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. It was reported that the patient was observed to be positive for heparin induced thrombocytopenia after the patient was taken off bipella. An external ventricular assist device with oxygenator was implanted. The patient continued on support until the device was successfully weaned and explanted.